Manufacturer narrative:
The complaint has been confirmed. Visual and x-ray inspection of the leads revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 23 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There were no exposed cables. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient's leads were displaying high impedances and the patient could not feel stimulation as well as before. The patient underwent a procedure where the physician explanted the leads and re-implanted new ones. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's leads were displaying high impedances and the patient could not feel stimulation as well as before. The patient underwent a procedure where the physician explanted the leads and re-implanted new ones. The patient is reportedly doing well following the procedure.